Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. The patient was hospitalized with diabetic ketoacidosis. Before going to the hospital he had passed out and was unconscious for about five minutes. He was treated with an IV of insulin. He switched to his backup infusion device and his blood glucose results returned to normal. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.